Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18150, 18151. It was reported the pt is experiencing persistent soreness and pain as well as intermittent heating at the ipg site. The pt stated there is a nodule at the ipg site. Additionally, the pt stated she experiences an uncomfortable warm sensation at the lead site when stimulation is on. The pt declined reprogramming and indicated she desired to have her scs system explanted. The pt's scs system was subsequently explanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.